Event description:
It was reported that the patient's implantable neurostimulator (ins) had migrated down due to their use of a back support (24 hours a day). The ins pocket was now eroding with about 1 cm exposed. It was noted that the ins therapy was working well for the patient and desired to keep the therapy. The physician was concerned with a possible infection. Follow up information received reported that physician was to schedule an explant of the ins with the patient. The physician's goal was to take care of the infection and then re-implant the patient with a new ins system.

Manufacturer narrative:
(B)(4).